Manufacturer narrative:
Corrected data: h.1 in previous medwatches should have been listed as malfunction.

Event description:
Healthcare professional reported "containers sticking for us." Device remains implanted.

Event description:
Healthcare professional reported "containers sticking for us." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek/thermoform sticking.

Manufacturer narrative:
Visual analysis of the photographs identified: tyvek or thermoform sticking: observed containers sticking on the photos attached. No additional observations are performed.

Event description:
Healthcare professional reported "containers sticking for us."